Manufacturer narrative:
The product sample was not returned. Should we receive the product sample, we will provide testing and an evaluation. No further information is available at this time. We will provide a follow-up report if additional information becomes available.

Event description:
It was reported "customer said that the bucket is leaking from the spot you connect the power cord to the machine. Please pick up and ship new machine." The quality issue occurred during use. The patient was operating the product when the quality issue occurred. There was no medical procedure involved. The event was identified by actual use of the product. The product was being used for therapy, and it was the initial use. The product was not modified from the original condition supplied by deroyal. The product was not connected to or used in conjunction with other devices or equipment.